Event description:
Additional information reported there was lead migration/dislodgement.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that stimulation was not covering the areas originally covered which included the lumbar area, upper and lower legs, as well as his thighs. It was noted that the stimulation currently only covered the inner thighs. It was noted that an appointment had been made with the doctor to discuss possible modification to cover areas not currently covered. It was noted that there was a loss of coverage. It was noted that event was related to the programming. It was noted that medications were administered. Additional information received reported that there was a loss of lead stimulation in lower legs. The outcome was reported as resolved without sequelae. Later it was reported that actions taken included explanted/replaced. The component that the actions were taken on was reported as the lead. The date that these actions were taken on was reported as (B)(6) 2015 although this was reported six days prior to that date. Later it was reported that the component that the actions were taken was the entire system.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was attributed to the lead. Etiology was noted as programming/stimulation.